Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt passed through a metal doctor and the metal detector's alarm rang. Following that event the pt was not able to recharge the stimulator. The coupling indicator was low and even after 4 hrs of recharge the stimulator did not seem to be recharged. Interrogation with an n'vision indicated that there had been no coupling at the last recharging and no battery recharge.